Event description:
Note: this MFR report pertains to the first of two devices used during the same procedure. Refer to associated MFR report# 3005099803-2012-03615 for a description of the other device. It was reported to boston scientific corporation that an obtryx transobturator curved mid-urethral sling system was implanted on (B)(6) 2009. According to the complainant, post-procedure, the patient suffered pain due to the eroded mesh and additional treatment. All other information is unknown and unavailable.